Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. A cold reset was performed. The customer¿s blood glucose level was unknown at the time of incident. Customer was able to complete rewind. Customer was able to clear the alarm. Customer was assisted with self test and it was passed. Customer also states that error occurred multiple times after battery change. The insulin pump will not be returned for analysis.